Manufacturer narrative:
The report is not part of a uno recall complaint. (Device) problem code grid was mentioned incorrectly in the previous report, which has been corrected. In this report section h (device) problem code grid has been corrected/updated.

Manufacturer narrative:
H3 other text : device has not been returned to the manufacturer.

Event description:
The manufacturer received information regarding a ds2adv auto CPAP. The patient has alleged visualization of black particles. There was no report of patient harm or injury. The manufacture's investigation is ongoing. A follow up report will be submitted. Auto bipap. Will be submitted when the manufacture's investigation is complete.

Manufacturer narrative:
The manufacturer received information regarding a ds2adv auto CPAP. The patient has alleged visualization of black particles. There was no report of patient harm or injury. The device was returned to the third-party service centre. And observed the air outlet port with contamination, touch screen is scratched, pca with contamination. Inlet/outlet seal with contamination. The customer complaint was reproduced. There was no error has been identified. The device was scrapped. Box h: problem code grid, evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.